Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The x-ray report was received and show no hardware complications and abnormalities are detected for both prior to and after revision of shoulder arthroplasty. This did not affect the previous root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 00434903611, glenosphere 36 mm diameter, lot # unknown, catalog #: unknown, unk reverse screws, lot # unknown, catalog #: unknown, unknown poly, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00464, 0001822565-2020-00466, 0001822565-2020-00467, 0001822565-2020-00468. Discarded

Event description:
It was reported that the patient had an initial shoulder surgery on an unknown date. Subsequently, the patient had a revision due to insufficient bone stock in the glenoid. The doctor converted a tm reverse humeral stem to a hemi arthroplasty.